Event description:
Caller reported a malfunction on the pump, with a code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer continued using the current pump for insulin delivery while technical support assisted with a successful pump reset. Technical support informed the customer of the steps required upon receiving a replacement pump, which was sent, including updating the pump software and returning the problematic pump within 10 days using a provided pre-paid label. Customer acknowledged and understood all instructions, including instructions for using a g7 sensor and putting the pump into storage mode.